Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had been shocked multiple times by the ICD. After review of a different episode, the physician confirmed lead anomaly. No further information is available.